Event description:
It was reported that the burr was stuck with the rotawire. The target lesion was located in the left coronary vessel. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck with the rotawire. The devices were pulled out slowly and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection. The rotawire used in the procedure was not returned for analysis. Therefore, functional testing consisted of using a test rotawire. The wire was inserted through the annulus, but was not able to pass the damaged coil.

Event description:
It was reported that the burr was stuck with the rotawire. The target lesion was located in the left coronary vessel. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck with the rotawire. The devices were pulled out slowly and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.